Event description:
It was reported that a normal saline infusion at 75ml/hr, and possibly ertapenem 1 gm was initiated at approximately 1030. Upon returning to the room at 1050, they discovered that the IV tubing contained profuse, evenly scattered pockets of air reaching from the area of insertion into the pump all the way down to the patient side without an air in line alarm. The tubing was clamped immediately and pulled from the machine. There was no harm to the patient and vital signs were then more closely monitored.

Manufacturer narrative:
The customer complaint that the returned pump module failed to alarm when air was visualized in the line was not replicated during the investigation. Physical inspection showed no anomalies. The returned pump module device was thoroughly tested and properly detected single air boluses and accumulated air-in-line alarms as required. Review of the pump module logs confirmed that the customer¿s air-in-line threshold was set to 250ul with the air-in-line accumulator turned on. At this setting an air bubble size could pass through the air-in-line sensor without triggering an alarm. The air boluses reported by the customer were too small to trigger a single air bolus air-in-line alarm at the customer¿s 250ul air-in-line threshold setting. There are smaller single air bolus settings (50ul, 75ul) available. Functional testing showed no anomalies. The root cause of the customer' s report could not be confirmed, however the proximate cause of the failure to alarm for ail when air was visualized in the line was determined to be due to the air bolus was too small to trigger an alarm.

Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag, lot: y301341, exp: sep20, 0.9% sodium chloride injection;50ml baxter bag, lot: p393363, exp: may20, 0.9% sodium chloride injection;par vial, lot: r033009, exp: 10 2020, ertapenem sodium. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient demographics requested, but not provided.

Event description:
It was reported that pump failed to alarm when air was visualized in the line.